Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during post dilatation of a non-abbott stent in the mildly tortuous, mildly calcified, right external iliac artery, the fox plus balloon ruptured during the second inflation at 16 atms. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.